Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. E2013037. Total number of events -189. Proceed* multi-layer laminate mesh - 0. Prolene polypropylene mesh - 63. Prolene polypropylene mesh unknown product - 119. Ultrapro mesh - 2. Vicryl polyglactin 910 mesh - 5.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 concurrently with tah and bso and the mesh was implanted. Following the procedure, the patient underwent a mesh revision/removal procedure on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 02/17/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: 12/22/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2016 through september 30, 2016.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2016 through (B)(4) 2016.